Manufacturer narrative:
H3: analysis of the b3400060 sensight extension (serial number (B)(6)) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the b3300542 sensight lead (serial number (B)(6)) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following lead placement on (B)(6), the patient's family expressed concerns about confusion and the patient's eyes not opening fully.  During stage 2 on (B)(6), a third extension was opened to rule out any issues with the extension, and high impedances were noted on the right lead during surgery, which was resolved in the post-anesthesia care unit (pacu). Diagnostics involved swapping ports on the generator, wiping the lead/extension, and opening a third extension to determine that the high impedance was on the lead. These actions resolved the issue, and surgical intervention occurred. The problem was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: b3400060, lot/serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: extension; product ID b3300542 lot/serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 23-feb-2027, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.